Event description:
Bd alaris pump infusion tubing had a leak at the bottom portion of the pump segment. This was discovered prior to drug being administered to the patient. This is not the first incidence of this problem. Our institution has seen this occur on a few occasions in the past month. No harm came to the patient but incidents results in wasting of tens of thousands of dollars of drug as drug cannot then be used due to possible contamination.